Manufacturer narrative:
(B)(4).

Event description:
Additional information received almost a year later via the consumer reported the laser procedure previously reported irritated the whole implantable neurostimulator (ins) area. The patient continued to experienced soreness at the ins site periodically, which the patient felt was expected. The patient was to see a healthcare provider (hcp) in a few months and would mention the reported issues to the hcp. It was noted the pain with the patient's sciatica problems had become worse. It was indicated this was not related to the ins. On (B)(6) 2016, the consumer reported the patient had not notified her physician regarding the soreness and irritation at the ins site as it would not always have irritation at the site. The patient would see the hcp in (B)(6) and would mention it then. The patient noted the implant manual discussed the implant site sometimes being sore.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va071f4, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
It was reported that after patient had a laser procedure on her lower back 5-6 weeks ago, patient started having terrible pain in their sciatica and down the back of their legs. The patient didn't have the device shut off before the laser procedure and was told it didn't matter. The patient was still having that terrible pain and experienced loss of therapeutic effect. The patient as mentioned she fell two weeks prior to this event. It was later reported 2 weeks later that in the past week patient has felt soreness at the implantable neurostimulator (ins) site which could be related to patient's fall. There was no suspected problem with the manufacturer device or therapy but patient was concerned because she had x-ray of back taken with her stimulator on. It was later indicated that patient saw the health care provider who checked the lead and the implant and stated they were fine. The patient also saw another health care provider and she stated to continue to see her chiropractor for the pain in her sciatic. The health care provider also had x-rays taken and she should have turned their implant off. The patient right side sciatic still hurts. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.